Event description:
It was reported that surgical intervention was undertaken with the intent of repositioning this pacemaker subpectoral. Upon opening the pocket, the physician opted to explant and replace the device due to the advisory status. There was no information suggesting that the device exhibited any advisory behavior. The device had a battery status of approximately six years remaining and the physician wished to save a repeat procedure. This device was explanted and replaced. No additional adverse patient effects were reported. The specific date of implant for this device is not available at this time, however, has been requested. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.